Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage lcd board. The pump was unable to perform the occlusion test due to blank display anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 323 mg/dl. The customer stated that he experienced a battery issue and changed it. The customer stated that there is nothing on the screen. The customer stated that the battery cap is neither damaged nor corroded. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.